Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged when the competitor¿s lead was removed. The lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.